Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 10 months post-implant, it was reported that the pt had an increase in power up to 10 watts. The pt showed signs of hemolysis with an elevation of lactate dehydrogenase (ldh) and hematuria. An echocardiogram showed a dilated left ventricle and the aortic valve opened every beat with no flow through the pump. The inflow conduit was positioned towards the lateral wall. During re-operation the surgeon couldn't replace the pump due to a massive pocket infection; therefore, the pump was explanted. The pt is in stable condition without cardiac support.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.